Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to machine burns her when trying to turn it off. Patient had to take a MRI due to headache and inside of her ears were hurting really bad. Patient is nauseous and have headache. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.